Manufacturer narrative:
The system was examined. However, the tabletop illuminator lamp was replaced at the request of the customer. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 25, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the illumination being past its rated life and, therefore, the customer requested replacement. The system was found to meet specifications.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the lamp needs to be replaced. This was noted prior to surgical procedures. An alternate light source was used to initiate and complete the surgery.